Event description:
Tear in the inline suction catheter sheath leading to catheter being outside protective sheath. Ballard size 8fr. Compromised catheter replaced with one of same size. Patient not affected by situation. Inline suction is intended to support a closed system, preventing exposure to infectious agents within the artificial airway. There have been at least 8 similar reports in our institution over a two-month period. Staff report that the plastic sheath feels crinkly and thinner than the past. Manufacturer has been contacted and saved devices will be sent back to manufacturer for further investigation/evaluation. Manufacturer will assist in replacing defective stock as soon as possible.